Event description:
It was reported that patient was cooled to 33c. Rewarm started around 4 hours ago, but the patient was still around 32c. The water temperature has been 38-40c. S/n (B)(6) patient currently 32.3c. Water temperature was 40c. Flow rate was 2.6lpm. Good pad coverage. Rewarm from 33.9c. Foley in place. Suggested confirming patient temperature with a secondary source. Discussed possible reasons a patient may be slow to rewarm. Explained she could add a bair hugger or blanket if desired. Device responding appropriately. Asked nurse to perform diligent skin checks. Nurse will address patient factors. Explained device was attempting to get patient to 33.9c as quickly as possible. Nurse adjusted rewarm from to 33c to allow for a controlled rewarm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was cooled to 33c. Rewarm started around 4 hours ago, but the patient was still around 32c. The water temperature has been 38-40c. S/n: (B)(6) patient currently 32.3c. Water temperature was 40c. Flow rate was 2.6lpm. Good pad coverage. Rewarm from 33.9c. Foley in place. Suggested confirming patient temperature with a secondary source. Discussed possible reasons a patient may be slow to rewarm. Explained she could add a bair hugger or blanket if desired. Device responding appropriately. Asked nurse to perform diligent skin checks. Nurse will address patient factors. Explained device was attempting to get patient to 33.9c as quickly as possible. Nurse adjusted rewarm from to 33c to allow for a controlled rewarm. Per follow up information received via phone on 02dec2024, it was reported that spoke with nurse, who confirmed the room temperature was increased and that helped the patient reach target. Device had remained in service without repair.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Patient was cooled to 33c. Rewarm started around 4 hours ago, but the patient was still around 32c. The water temperature has been 38-40c. S/n: (B)(6) patient currently 32.3c. Water temperature was 40c. Flow rate was 2.6lpm. Good pad coverage. Rewarm from 33.9c. Foley in place. Suggested confirming patient temperature with a secondary source. Discussed possible reasons a patient may be slow to rewarm. Explained she could add a bair hugger or blanket if desired. Device responding appropriately. Asked nurse to perform diligent skin checks. Nurse will address patient factors. Explained device was attempting to get patient to 33.9c as quickly as possible. Nurse adjusted rewarm from to 33c to allow for a controlled rewarm. Per follow up information received via phone on 02dec2024, it was reported that spoke with nurse, who confirmed the room temperature was increased and that helped the patient reach target. Device had remained in service without repair. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.